Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal/external visual inspection and functional testing were performed. Upon conclusion of the investigation, the cause of the iipv event was determined to be one or more cycles advancing to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 15:03:24. During night drain cycle two, the patient's ultrafiltration reading was 1558ml, indicating the home patient drained 1558ml more than their maximum programmed fill volume of 1800ml. No additional information is available.